Manufacturer narrative:
After thorough investigation by the quality systems department, the results of lenstec's investigation are as follows; lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The lens appeared to be handled whilst in a dehydrated state and this caused the break at the haptic. For this reason, lenstec recommends (following the dfu) that the lens should be implanted within two minutes of removal from the vial. Due to the hydrophilic nature of the lens, extended periods of time outside the saline will cause the lens to dehydrate and subsequently become damaged during the injection process. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "haptic broken during implantation, incision enlarged and lens removed. Another hd +17.0 was implanted to patient, closed with a stitch and no adverse event".